Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the patient was at dialysis when the patient noticed a crackling sound from the implantable pulse generator (ipg) device along with a feeling a shock sensation. It was also reported that the right ventricular (rv) lead exhibited a gradual rise in capture threshold and noted a decreased in impedance measurement. Multiple attempts were made to follow-up with the clinic, but no additional information was received. The device and lead remain in use. No patient complications have been reported as a result of this event.